Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage lower than box labeling. It is believed that this device apart of the march 11, 2006 physician advisory.

Manufacturer narrative:
The device remains implanted with no adverse patient effects reported. No additional information is available at this time. If additional information becomes available, the event will be reopened. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage lower than box labeling. It is believed that this device apart of the (B)(4) 2006 physician advisory. Additional information indicates that this product was explanted, replaced and returned for normal battery depletion (nbd).